Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device?=>yes, but the tissue pad broken pieces was retrieved. During total laparoscopic hysterectomy the broken pieces of tissue pad was retrieved and returned with the device. It is unknown if error occurred or not. The device was replaced soon after the tissue pad fell off the clamp arm. The patient is stable. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an ob-gyn procedure, the tissue pad fell off the clamp arm. The tissue pad fell out into the patient but was soon retrieved. No pieces fell into the patient, and the patient is stable. The surgeon commented that there is a possibility that the device touched forceps during use. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
Pc-(B)(4). Date sent: 2/28/2023 d4 batch #: w7014g this is an analysis of an image submitted for evaluation. Image: the image provided by the customer shows a harh device with the tissue pad detached. The remaining detached tissue pad was beside the device. Based on the photo, the reported event was confirmed. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the harh36 device was returned with the tissue pad detached and completely returned. The blade tip was damaged, however, the blade was not cracked. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Probable causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them, subsequent activations would completely wear and melt the tissue pad until the blade tip makes contact with the clamp arm. Avoid activating the blade without tissue between the blade and tissue pad to prevent this type of damage. A manufacturing record evaluation was performed for the finished device lot/batch w7014g, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.